Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified proximal circumflex artery. A 1.20mm x 15mm emerge balloon catheter was advanced to dilate the lesion and was inflated at 14 atmospheres. During withdrawal of the catheter, the physician noted a separation between the stainless steel hypotube and the polymeric sleeve. The stainless steel hypotube was extracted outside the patient while the polymeric sleeve was in the coronary artery. The physician was able to extract the polymeric sleeve with the support of a second balloon catheter without issues. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two (2) pieces. There was contrast in the inflation lumen and balloon and blood in the inflation lumen and guidewire. The balloon was loosely folded. The tip was damaged. Microscopic examination revealed that there was separation at the midshaft bond. The separated end of the midshaft appeared to be jagged and damaged, which indicates that the separation was due to tensile overload. Microscopic examination presented no damage or irregularities to the hypotube of the device. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.bsc ID: a00538144tw: 3834719

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified proximal circumflex artery. A 1.20mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion and was inflated at 14 atmospheres. During withdrawal of the catheter, the physician noted a separation between the stainless steel hypotube and the polymeric sleeve. The stainless steel hypotube was extracted outside the patient while the polymeric sleeve was in the coronary artery. The physician was able to extract the polymeric sleeve with the support of a second balloon catheter without issues. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.